Event description:
The customer reported that the insulin pump had vibrator anomaly. Customer stated hat she was bolusing with he wizard and the insulin pump did not vibrate when programming or when completed. Customer ran a self test and it did not vibrate. Troubleshooting was done. Customer's blood glucose was 102 mg/dl. During troubleshooting the insulin pump did not vibrate. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken black vibrator wire. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube, cracked reservoir tube lip, a broken belt clip slot, minor scratches on the display window and a missing end cap sticker.